Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during the use of a diagnostic catheter; it was found that the tip had partially detached but had not completely separated in the patient. Another catheter from the same lot was used, which worked well for this procedure. No medical intervention was deemed necessary. The product in question has been discarded and will not be returned for evaluation.